Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an 'error 4' message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report, corrected data 9/20/2013:corrected data: the patient¿s test strips were returned to lifescan and evaluated by product analysis. This testing data was not included in the supplemental 3500a MDR submitted under MFR report number 3008382007-2013-18342 on september 2, 2013. This supplemental 3500a MDR is being submitted to report the additional test strip product analysis results. The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on august 8, 2013 with the following findings:the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.